Event description:
The ortho summit sample handling system instrument did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) verified all tip hold and pull forces met specification. Fse found x position tip take up off by one step and aligned tip take up. The instrument was tested without further problem. Instrument is operating as expected and no repairs were necessary.